Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: cap con unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent a primary breast augmentation with an unknown mentor silicone prosthesis experienced left sided capsular contracture unknown grade post procedure. As a result, patient underwent an explant on (B)(6) 2009.

Manufacturer narrative:
Additional information received on january 13, 2022 indicated that date of event was on (B)(6) 2009, patient age: 37 years old, suspect device updated to cat#: 3507001bc. Sn#: (B)(6), capsular contracture grade was iii. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).